Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#sc-8216-70, (B)(4), description: artisan surgical lead with platnalock technology - 70cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that a patient's precision system was explanted due to an infection at the ipg site. The patient's symptoms were tenderness, redness and drainage at the ipg site. The patient was given IV antibiotics and was hospitalized for two days. The physician believes the infection to be procedure related. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient's precision system was explanted due to an infection at the ipg site. The patient's symptoms were tenderness, redness and drainage at the ipg site. The patient was given IV antibiotics and was hospitalized for two days. The physician believes the infection to be procedure related. The patient is reportedly doing well following the procedure.